Event description:
Patient had a contour thread procedure in early 2007. Patient developed small "knots" along the thread line postoperatively. The contour threads were surgically removed two weeks after the initial procedure. The patient was treated with a topical antibiotic ointment and healed well post removal. No long term injury was sustained. Note: the contour thread product line is no longer manufactured or sold by surgical specialties (dba angiotech).

Manufacturer narrative:
The device lot number was not reported. Therefore, the device expiration date and device mfg date are unk. The explant date is estimated. The device was not returned for evaluation. Furthermore, the device lot number is unk. Results: the device was not returned for evaluation. No device evaluation can be performed.